Event description:
It was reported that the device had iui female (left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of iui female communication failure was not confirmed or duplicated. The pcu powered on a test unit on the left iui side without any issues and asm testing confirmed iui connectivity is operating as expected. Unable to verify or duplicate customer failure complaint. On 08-nov-2024, pcu device was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage or labeling damage. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui female (left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.